Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-11084. During an in clinic follow-up, far field p-wave oversensing was observed on the right ventricular (rv) lead. The physician suspected insulation damage to be the cause of the event. The rv lead was explanted and replaced to resolve the event. During the explant procedure, insulation damage was observed on the rv lead and the right atrial (ra) lead. A portion of the ra lead was explanted and replaced and the remaining portion was capped. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead insulation damage was confirmed. As received, a partial lead including the connector portion was returned in one piece. A visual inspection of the partial lead revealed two cuts on the outer insulation at the proximal region. The cause of the reported event was isolated to the outer insulation cuts that were consistent with procedural damage.